Event description:
A customer observed a misreported result for a pt sample on their vitros eci analyzer. This event is consistent with a malfunction that could have caused false pt results to be reported. There was no report of pt harm as a result of this event.